Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Two senior trauma physicians reported via our sales rep that the nail is broken.